Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 254 mg/dl. No significant events leading to the keypad issues were observed. The customer's mother stated that the act button did not work, and she was unable to prime. She noted that the numbers kept counting back. Advised replacement of the insulin pump. Nothing further reported.